Event description:
A malfunction was reported, with a malf 12 code displayed, but there were no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.